Event description:
During an intervention with cftrd for full tissue resection in the right flexur, clip deployment was not verfied by the operator before tissue resection. The resulting perforation required closure with 5 clip and prolonged hospitalization.

Manufacturer narrative:
During an intervention in the right flexure of the colon, clip release was not visually checked before snare resection. The observation of the clip release is mandated in the instructions for use and refers to the risk of bowel perforation as a possible procedural complication during resection of colonic lesions. During the technical analysis, the device complied with the specifications and no damage was visible. The functional test performed showed that the clip could be released without increased force. The review of the production quality protocols did not reveal any anomalies that would indicate a product-related defect.